Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the device is signaling maintenance needed and customer replaced the battery which did not address the issue. No patient involvement.